Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure possibly on (B)(6) 2002 and the mesh was implanted. Following the procedure, it was also reported that the patient experienced constant uti since mesh was implanted and has always been on antibiotics. Even when the patient did not have uti, blood in urine was present. The patient is also experiencing painful sex and fibromyalgia. Additional information has been requested.